Event description:
It was reported by the user facility that a patient coded and subsequently expired during hemodialysis treatment. The initial reporter stated that the event was not related to the machine.

Manufacturer narrative:
This report is being submitted as part of a system level review. We have contacted the initial reporter. This MDR includes all info received to date. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting patient medical records and treatment data info regarding the reported event during hemodialysis treatment. A supplemental report will be submitted upon completion of the investigation. Reference MFR numbers: 2937457-2013-00335, 8030665-2013-00666, 3005162618-2013-00030, 3005162618-2013-00031.